Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: anterior spinal fixation pre-operative diagnosis: kyphoscoliosis level implanted: l2-l5 it was reported that, post-op, the cage between l 4/5 touched nerve root of the right side of l5 or cauda equina nerve.the cage did not back out. Nerve root symptom occurred after the operation, reoperation was performed and cage was removed.